Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Evaluation of both returned devices could not verify any cutting issues with either device returned. Sn (B)(6): review of the most recent repair record identified no repairs related to the reported event as the test cut passed. Sn (B)(6): review of the scrap record for sn (B)(6) identified the device was not visually damaged in any way upon receipt; however, the scrap record does not confirm if the unit passed functional testing. Sn (B)(6) was previously repaired in april 2019 and was noted to be tested and calibrated to specifications at that time. Review of the complaint history identified no other complaints for sn (B)(6). The investigation is being moved forward without additional device evaluation for sn (B)(6). This is a limited investigation. A review of the device history record, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Two (2) device ids were provided by the customer/reporter; of these, only one (1) was reported to be tearing the skin graft, causing another one to be taken, it is one of the following: item: 00219500000. Serial number: (B)(4). Or item:00219500000 serial number: (B)(4).

Event description:
It was reported the mesher tore the tissue that was put through it. The tissue became unusable. There was another skin graft taken with another device. There was a delay of 20 minutes. There was no additional consequences reported as a result of this malfunction.